Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection and functional inspection was performed on the returned device. The failure to deploy and resistance with the thumbwheel was not confirmed due to the stent already being deployed and out of the delivery system. The resistance with the anatomy was not confirmed as it was due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the initial deployment failure and thumbwheel resistance. It may be possible that the distal shaft was bent or entrapped in the anatomy preventing the shaft lumens moving freely and preventing the thumbwheel from rotating; however, this could not be confirmed. The resistance with the anatomy was due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a distal lesion below the bifurcation of the popliteal artery with calcification and no tortuosity. A 6f sheath was placed and the lesion was pre-dilated with an unspecified balloon dilatation catheter. A 7.0mm x40 mm x 135cm absolute pro vascular self expanding stent system (sess) was advanced with slight resistance from the anatomy. On deployment of the stent of the sess, the thumbslide [thumbwheel] became stuck and would not move. The stent of the sess did not appear exposed on imaging and the sess was therefore removed from the patient anatomy. No resistance on removal was felt. Outside of the anatomy, the distal end of the stent was noted to be exposed and the thumbslide [thumbwheel] remained stuck. The procedure was successfully completed with a non-abbott stent. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.